Event description:
The report indicated that the customer's bg levels escalated within the first four of activating a pod; her bg's were consistently high (295-360mg/dl) during this time. She exercised for a few minutes which lowered his levels, but after 10 minutes, her bg's were again on the rise. At this point, pod was deactivated. She indicated that "the cannula looked like it was kinked", though there was no report of an alarm. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the devices per user instructions.